Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. The product was evaluated. An external visual inspection was performed and failed due to case and usb connector damage. Pictures were taken. Receiver charge and boot tests were performed and failed due to usb connector damage. Functional tests were not performed and failed due to usb connector damage. The receiver log was not downloaded and reviewed due to usb connector damage. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.